Manufacturer narrative:
H3: product analysis of part#: 5584002, lot#: fa12e034 - visual and functional testing identified that the tip of the instrument is worn from what appears to be repeated normal use. This is consistent with anticipated wear. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding instruments used in tlif. It was reported that the instruments were damaged. The items became damaged and worn out over time in spd. There was no patient involvement reported. There were no further complications reported regarding the event.